Event description:
It was reported that during a colorectal resection procedure, when the device was fired, the staples did not close at the distal end. The surgeon has noted it was the first firing, proximal staples were all fine, distal staples fired but not closed and tissue was cut hence leaving a defect. We used it for a second firing with a new cartridge and that was ok. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: a batch record review was performed and no anomalies were found during the manufacturing process. No analysis was performed as only 10 malformed staples, the tyvek and blister were received. Event could not be confirmed as no device or cartridge were returned for analysis.

Manufacturer narrative:
(B)(4).